Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient loss consciousness due to hypoglycemia the ¿first three weeks of (B)(6) 2025¿. The patient's blood glucose levels declined to 30 mg/dl (fingerstick) while wearing the pod no longer than 48 hours. The patient reported losing consciousness and having baqsimi nasal spray administered by their parent two times. No further information was provided by the patient.